Event description:
Customer reported device = 120 mg/dl. Customer woke up in a fire department and device = lo and another device = 15 mg/dl. Customer was given an IV of sugar solution and spouse gave patient 2 tablets of diabetes medication. Customer went to the hospital, was treated with food, and was released 2 hours later. A few weeks later, device = 126 mg/dl. Customer passed out within 10 minutes. Fire department arrived and their device = lo. Customer was given an IV of sugar solution. Control information was not provided. A request was made for return product and replacement product was sent.